Event description:
The patient' smother reported that her daughter's blood glucose recently reached 477 mg/dl (date and time not reported) while it's normally <200 mg/dl. She was vomiting, having trouble breathing and had high ketones. They went to the hospital where she was treated with IV fluids and spent about two hours in the emergency room.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any malfunction or product condition could have contributed to the patient's hyperglycemia an der visit. No product number was reported, therefore no qualification record review could be performed. The omnipod user guide warms "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises" to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)".